Manufacturer narrative:
The handpiece involved in the reported event was greater than 12 years old. The technician did not test the device since it had just been in for repair and the complaint could not be duplicated. The technician disposed of the device and sent a replacement to the account.

Event description:
It was reported that the handpiece runs on its own when the battery was inserted. There was no report of patient or user injury associated with the alleged event.